Manufacturer narrative:
Technical support spoke to the customer and confirmed that they did not have the system plugged in and that is why the battery was dead.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system battery light was blinking. The device was not changed out, as they used the system for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.